Event description:
Main body graft was advanced via a left femoral approach into the aorta. Angulation of the aorta infrarenally was in excess of sixty degrees and complicated device delivery. The tortuous anatomy in the iliac arteries resulted in difficulty advancing the wire and delivery sheaths through the vessels. As a result of the present tortuosity, the physician had difficulty docking the top cap with the grey positioner. Utilizing a balloon catheter,the top cap was successfully pulled downward upon the grey positioner. Prevalent tortuosity in the aorta an iliac arteries, resulted in the placementof additional stents. Two stents were required in the main body at the proximal portion of the graft, and one each in the contralateral and ipsilateral leg grafts. An improved flow through the graft and a decrease in the angle was observed after placement. During mid-procedure a noted perfusion of blood was observed, in conjunction with a drop in the pt's blood pressure. Bp was maintained and a transesophageal examintion (tee) was performed noting a ventricular perforation. The lunderquist wire had been passed beyond the aortic arch through the aortic valve and into the left venticle causing the ventricular perforation. Pt had then developed a cardiac tamponade which was initially treated with catheter aspiration, but ultimately required a median sternotomy and several suture to repair the hole. Zenith implant procedure was successfully completed.